Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was intermittently powering itself off and on. There was no patient use associated with the reported issue.